Manufacturer narrative:
Based on the claim against the product by the customer noting a clip applier did not apply the clips properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis (fa). Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition/engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened/closed properly. The instrument passed the clip test and fa noted the instrument was fully functional as there was no product issue identified. This complaint is considered a reportable event due to the following conclusion: it was reported that during a da vinci-assisted cholecystectomy surgical procedure the medium-large clip applier instrument did not apply the clips properly. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the medium-large clip applier instrument did not apply clips properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was completed using a backup. The surgeon was clamping on tissue when the clip failed. The standard clip was out of stock, and he used 4 different clip appliers until he was satisfied with it working correctly. He substituted the clips which was more than likely the reason for it. The surgeon requested to have the instrument sent back. No patient demographics were available.